Event description:
(B)(6). Dr (B)(6) (essure) 2005 to 2007 delivered 2 kids - asked for tubes tied and iud and denied both and essure was put in. (B)(6) wreck (B)(6) (1997-1998) 8:00 pm - 8:00 am. Involuntary muscle movements in jaw, hands, feet. (B)(6) - (B)(6) 2009 was diagnosed with the flu. (B)(6) on (B)(6) 2009 ER (I received an IV because I was dehydrated and I was complaining of my side hurting so bad and he felt on my stomach and said I had a hernia the size of a golf ball, I also was complaining of medical reaction to relenza. It caused involuntary movements. I asked for brain scan, but never received one. I was sent home with a loratab. Dr coleman (pain) 2009 - 2015 sharp shooting pains in my heart, their diagnosis was angina of the heart. Which is arthritis of the heart. (B)(6) 2008-2015 - countless number of prescriptions filled.